Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0aen8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer initially reported having lesions in the kidneys and in the bladder. The urologist reportedly wanted to perform a biopsy on the kidney lesions and cauterize the lesions in the bladder, but it was not planned or scheduled. The indication for use included urinary dysfunction and gastrointestinal/pelvic floor. Additional information received reported that the patient was placed on macrobid for 6 months with another check in 2 months.

Manufacturer narrative:
Correction: based on verbatim "placed on macrobid," (B)(4).